Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 22december2023. The investigation is ongoing, if additional information becomes available a report will be supplemented accordingly.

Event description:
The customer reported to olympus, the bronchovideoscope had a suction channel leak. The issue was found during reprocessing for a therapeutic procedure that was completed with a similar device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that the connecting tube's coating was peeling (more than 1 mm squared). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; the channel tube was not water proof due to breakage. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: the suction volume did not meet specification due to dents in the channel tube, the bending angle in the up direction did not meet the specification due to wear of the angle wire, there was corrosion due to water leakage in the control unit, there was corrosion due to water leakage on the scope identification document, there was corrosion due to water leakage on the scope connector, there was corrosion due to water leakage on the electrical connector, the connecting tube was dented, and the distal end was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress was applied to insertion section, stress from inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet rays, etc.), and chemical stress from reprocessing not recommended by instructions for use (IFU) during user handling caused the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.